Event description:
It was reported that a blood transfusion was programmed at an unspecified rate to infuse over 1.5 hrs. After a volume of 150 ml infused, the user noticed a leak (approximately 10-20 mls) above the filter at the bifurcation. The customer stated there was no patient harm or additional blood infusion required. The event occurred in the (B)(6).

Manufacturer narrative:
No product will be returned per customer. The customer complaint of leak was confirmed. The customer¿s photo was evaluated and the reported event of tubing leaking was observed to be from the pvc tubing p/n 660134 to the drip chamber blood filter p/n 600093 top cap inlet port. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that a blood transfusion was programmed at an unspecified rate to infuse over 1.5 hrs. After a volume of 150 ml infused, the user noticed a leak (approximately 10-20 mls) above the filter at the bifurcation. The customer stated there was no patient harm or additional blood infusion required. The event occurred in the blood and marrow transplant/hematology clinic.